Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No unexpected insulin flow blocked alarm noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 422 mg/dl at the time of the incident. The customer was at 398 mg/dl at the time of the call. The customer used the pump and manual injections and was given intravenous insulin to treat. The customer experienced symptoms such as being thirsty. The customer was wearing the insulin pump during the incident. The customer was getting insulin flow blocked alarms. Troubleshooting was not completed. The customer was now inserting infusion sets on her arm as heir abdomen was getting lumps that would last 2 weeks, and they were having highs. The customer had a recent high on (B)(6) 2018. The customer stated that sometimes their blood glucose would be 20 to 600 mg/dl as they were a brittle diabetic. The customer had half a sandwich and went up to 592 mg/dl and the customer was hospitalized due to diabetic ketoacidosis. The customer would lose consciousness when they went as low as 20 mg/dl and their spouse treated them with glucagon shots. The insulin pump will be returned for analysis.